Event description:
It was reported that the customer was having a difficult time inserting her infusion set. Her blood glucose was 84 mg/dl at the time of reporting, but had been 419 mg/dl earlier in the day. She was assisted with proper infusion set insertion techniques. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.